Event description:
It was reported by the surgeon that the patient underwent a distal femur jts non-invasive grower procedure on (B)(6) 2013. The non-invasive grower has now reached maximum extension and a revision procedure is required.